Manufacturer narrative:
Investigation completed: 41 unused prorinse irrigating probes 30g were returned. These probes were observed, none of them is visually damaged (not broken and not bent beyond 10°) or clogged. The involved probes used by the customer and which were damaged during use are not available and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1868662). Root causes are not identified. We will track this kind of event and monitor the trend. For information, no bending test is applicable for this type of product. Prorinse probes are devices which are intended to be passively inserted inside the canal to treat. Only a ligth pre-curvation of the tube from the customer is allowed but it does not exceed 25°. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a prorinse irrigation probe broke during use. No injury occurred.